Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the ccpd cycler tubing set. There is not fluid on the cassette module door or where the cassette goes in, or anywhere on the cycler. She is unable to identify the exact origin of the leak. Pt states that she developed a yeast peritonitis and had to have her pd catheter removed and be transitioned to hemodialysis for the next 3 months. According to medical records candida albicans grew in aerobic bottle only. Pt states hemodialysis treatments are going fine without issue. There is no sample available for evaluation.